Event description:
It was reported that the customer received a button error alarm on the insulin pump. The alarm reportedly occurred while the customer was at a pool, but the insulin pump did not get wet. Customer's blood glucose level was 272 mg/dl after the alarm and she treated with a syringe. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad trace. The device had minor scratched display window, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o ring, cracked reservoir tube, cracked reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.